Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
As reported to coloplast though not verified, the legal representative stated patient began to suffer from back and groin pain after implant. Patient underwent an examination on (B)(6) 2018 where doctor confirmed the mesh was the source of the patient's pain. Patient subsequently underwent a mesh removal procedure which has alleviated her symptoms somewhat.